Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: an evaluation of the hose did not confirm that the outer hose burst. The investigation found the exhaust hose with an air leak from the coupling side and the diffuser damaged/bent. In addition, the hose was received with an extra ring, that did not belong to this device. A review of repair records found this hose was last serviced at conmed linvatec in july 2005.

Event description:
The customer reported that during an oral surgery procedure, a ring popped off the pressurized hose with a loud bang. An alternate hose was available for use and there was no injury or surgical delay associated with this event.